Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. Customer¿s blood glucose level was 130 mg/dl at the time of incident. The other relevant blood glucose level was 97 mg/dl. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.